Event description:
It was reported the patient was implanted on (B)(6)-2013 and "did not scar normally", and that the implant was uncomfortable. It was further reported when the implantable neurostimulator (ins) was turned on the ins would get hot and when it is turned off, it cools off. The healthcare provider (hcp) looked at the scar and noticed it was not healing like normal. A manufacturer representative saw the patient and the implant was not hot at the moment. The ins was "checked" and everything was fine and the stimulation was accurate. It was noted the ins site was uncomfortable, but "sometimes it goes down to her legs, sometimes she feels burning and heat, and it only occurs some days". The patient then turned off the stimulator for 7 days and monitored symptoms; patient felt the same symptoms and didn¿t know if she had them before she was implanted. It was reported the patient did not get sensation while ins was off and that the ins was burning her. The ins was going to be replaced but, during procedure the hcp noticed "that the pocket had liqu ID and characteristics of infection", so the ins was explanted only on (B)(6)-2013. Samples were taken and sent to the lab, results were negative for infection. The patient is reported to be doing well and not in pain. It was reported the impedances were found normal. The ins was explanted, and the lead and extension were left in. No new reportable information.

Manufacturer narrative:
(B)(4).